Event description:
Customer reportedly obtained results of 594mg/dl and 91mg/dl within 1 minute on the same device. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.